Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) which occurred on the homechoice (hc) during dwell 4 of 4. The technical service representative (tsr) explained the alarm. The patient was connected at the time of the alarm. The patient line had been properly primed, and there was no patient extension in use. The patient line had not disconnected from the transfer set. The patient had not disconnected from the set prior to the alarm. All of the bags were properly connected. A clamp on an unused line was open. The home patient (hp) cycled the power and received a system error 2367. The tsr assisted to retrieve the cassette and advised the hp to let her registered nurse know about the alarm. Proper procedures were reviewed with the patient, and there were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The cause was use error. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.